Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction, no patient harm occurred. If additional information is received, a follow-up report will be submitted.

Event description:
Complaint received from a nurse reporting leaking from waste catheter of the device. Reporter stated "silicon catheter had pinholes and after a few hours of being inserted to the patient started leaking." The patient had the device inserted for management of liquid stool resulting from an undisclosed medication regimen. The device was removed and another one was inserted twenty-four (24)-thirty-six (36) hours later. No further details regarding patient treatment or outcome were provided.